Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen (500 mcg/ml at 196 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The healthcare provider reported that the patient was not getting relief. The patient was coming in today to have the pump checked. Per the caller, the patient had their pump refilled last on (B)(6) 2025. The caller was wondering about troubleshooting steps. Additional information was received from the caller later the same day. Per the caller, the pump logs showed that an empty reservoir alarm had occurred on (B)(6) 2025 but they filled the pump and believed it to be working. The agent reviewed considerations around pumps going empty and advised the caller to monitor the pump residual volume for accuracy going forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Imf codes f15 and f0101 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was doing much better and had decreased muscle tone. Per the hcp, there was "not a problem - working fine". There was concern about the increased time frame of an empty pump. There were no actions/interventions taken to resolve the issue. The cause of the pump going empty prior to the refill in march/april 2025 was that the patient was not allowed to see the doctor.